Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable pump won¿t run. The settings were reviewed (res vol 101ml, rate 2.2ml/hr, given 92.70ml), and the option of removing the cassette to assess and correct the alarm was discussed. The patient declined, as they were already at the doctor's office next to the infusion center. The pump was turned off, and the patient planned to walk over to the infusion center for an in-person assessment of the pump after finishing their current appointment. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.